Manufacturer narrative:
The pump passed the displacement test. The pump alarmed error compromised force sensor during prime/compromised force sensor test due to faulty fsr (gold). Unable to perform the occlusion test, basic occlusion test, and excessive no delivery test or verify motor error alarm due to prime/fill anomaly. The motor was tested outside the pump and passed the motor test.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and rewind anomaly. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.